Event description:
Related manufacturer reference number: 2017865-2021- 39220. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance on the atrial lead due to loose set screw. On (B)(6) 2021, the physician elected to explant and replace the atrial lead and tighten the set screw. Patient condition was stable.